Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was reading inaccurately compared to the same. The complaint was classified based on the customer care advocate (cca) documentation as well as additional information. The patient reported the alleged issue first occurred on (B)(6) 2013, at 7:30am. The patient alleged obtaining readings of "112, 72 and 94mg/dl." The patient reported using non adjusting insulin to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported at 7:35am (unknown date) she developed symptoms of feeling "sweaty." The patient denied receiving any treatment in response to her symptoms. During the time of troubleshooting the cca determined the meter was in the correct unit of measurement at the time of testing and he was using an approved sample site to obtain the samples. However the cca discovered that the patient's test strips were expired. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims, due to the alleged issue, she developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
(B)(4): the meter passed testing, no faults were found, and the meter functioned properly. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The test strips were also returned, however, were not evaluated since the test strips were expired at the time of the complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.